Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that one day post implant, high threshold was observed. The patient was scheduled for surgery. During the procedure, the lead was repositioned but the electrical parameters were suboptimal at multiple locations. The lead was explanted and replaced successfully. Patient¿s condition was stable.